Manufacturer narrative:
The cause for the discordant ipth results is unknown. Siemens healthcare diagnostics is investigating. The IFU states under the limitations section: "results should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings. Interpretation of intact pth values should always take into account serum calcium results and the interrelationship between these two elements in various disorders involving pth and calcium. It is recommended that the intact pth results should always be interpreted with caution and with consideration of the overall clinical manifestations even when used in conjunction with calcium values. It should be noted that some overlap of intact pth values does exist from patients with various parathyroid disorders. Measurement of intact pth is useful in differentiating between hypercalcemia due to hyperparathyroidism and hypercalcemia of malignancy. However, the assay is not intended as, and should not be relied upon as, a diagnostic indicator of malignancy. It is also extremely important to ensure that patient samples have been handled and stored correctly. Incorrect handling of samples will result in a loss of intact pth. The type of specimen used (serum or edta plasma) may influence intact pth measurements. During routine monitoring of ipth levels, to avoid bias in the results, use the same specimen type throughout the monitoring period. Heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays.16 patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis."

Event description:
False high advia centaur xp ipth results were obtained on three samples from the same patient. The patient had undergone thyroidectomy three months ago. The patient samples were tested on the immulite 2000 platform fro ipth and the results were lower. The third sample was also tested on an alternate method and the result was lower than advia centaur xp ipth. The results from the immulite 2000 were reported to the physician. Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant ipth results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00229 on december 7, 2016. On 03/13/2017 additional information: there has been no response after multiple attempts to obtain the requested information from the customer for investigation. The cause for the discordant ipth result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.